Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead was possibly fractured on the pace/sense circuit, as there was high and varying impedance spikes and noise. It was noted that the lead impedance was high when the patient would lean forward in their chair and then return to normal when sitting back in their chair. The lead was capped and replaced. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.